Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a laparoscopic sleeve procedure, upon firing, the reload only partially stapled and had poor staple formation, only part of the staples were deployed. No patient injury has been noted.